Manufacturer narrative:
H11: the actual device and photographic sample were received for evaluation. The returned photograph was reviewed, and it was noted that there were small dark spots of particles observed in the sealed packaging of the product. A visual inspection was performed on the actual sample, and a dark spot on or embedded in the plastic tubing was observed. A stereomicroscopy was performed on the actual sample, and at least one particle was observed in the sample. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to contamination during the manufacturing packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black spot was identified on the tubing of a sterile repeater pump tube set. This was observed prior to use. There was no patient involvement. No additional information is available.